Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of pain at their pocket site. Their healthcare provider (hcp) decided to perform a pocket revision to alleviate the bulkiness of the pocket; the patient's replacement was scheduled for (B)(6) 2018. The plan was to remove the patient's old extension and replace it with a different extension which would eliminate the adaptor. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the bulkiness of the pocket was due to the fact that the patient had extensions and a pocket adaptor. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the issue of the bulkiness of the pocket had been resolved. No further complications reported.